Event description:
During cardiopulmonary bypass procedure, it was observed that the battery did not switch on when ac power was lost. There was no adverse consequence to a patient as a result of this event.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.